Manufacturer narrative:
Unit received with no button response due to moisture damage at keypad traces. No button error alarm noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 144 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.